Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a cartridge and infusion set change and a dexcom g7 sensor change, after which she experienced a burning sensation at the infusion site and sustained hyperglycemia until a guided site change restored insulin delivery; the device displayed a 400 alert and was reconnected successfully with insulin delivery resumed. Symptoms included hyperglycemia and localized infusion site pain or burning. Outcomes included recovery of glucose to 116 mg/dl after the site change and resumption of therapy, with no hospitalization. Investigation included customer troubleshooting and education with a successful site change and verification of insulin delivery. Investigation of this case revealed that the hyperglycemia was cause unclear, with no confirmed device malfunction, and that site discomfort was associated with the infusion set insertion, with the ilet remaining functional after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.